Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set was leaking at quick release event on (B)(6) 2024. The event occurred after an hour of insertion. No further information was available.